Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered shock therapy after the ventricular tachycardia rhythm resolved into sinus rhythm. This unneeded shock accelerated the sinus rhythm into ventricular fibrillation (vf). The patient was then sent home, but returned a few weeks later due to multiple episodes of shock therapy. Shock therapy was turned off at the patient's request. This device remains in service. No adverse patient effects were reported.